Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the patient showed high, unstable or un-measurable thresholds on the left ventricular lead. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient showed high, unstable or un-measurable thresholds on the left ventricular lead. It was further reported that the lead had dislodged. The lead was explanted and replaced. There were no patient complications reported as a result of this event.